Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('subsequently discovered during a c-section that her essure device had migrated'), pregnancy with contraceptive device ('became pregnant') and caesarean section ('c-section') in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case is duplicate of case (B)(4). All source document, reference section, information transfer to case (B)(4). No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("subsequently discovered during a c-section that her essure device had migrated"), pregnancy with contraceptive device ("became pregnant") and caesarean section ("c-section") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6)2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6)2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("subsequently discovered during a c-section that her essure device had migrated"), pregnancy with contraceptive device ("became pregnant") and caesarean section ("c-section") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("subsequently discovered during a c-section that her essure device had migrated"), pregnancy with contraceptive device ("became pregnant") and caesarean section ("c-section") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and subsequently discovered device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.